Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. Two weeks prior to the onset of peritonitis, the patient was hospitalized for an unreported indication. The cause of the peritonitis was unknown and treatment was not reported. The patient was discharged from the hospital two months after the onset of peritonitis and is recovering. Dianeal therapy is ongoing. No additional information is available. This is report 1 of 2.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot number(s) h13e05011 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.